Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
He states that the lancet is properly seated in the device, he primes it several times, tries to get a fingerstick, and he sees the lancet sticking outside the cap while the cap is on the device. No adverse event alleged. The device replaced, request was made for the return.